Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after preparing the 6x30 precise pro rx self-expanding stent (ses) according to the IFU, the physician observed that the stent was partially deployed. Difficulty was encountered while flushing both the stopcock and the stent delivery system (sds). Another precise stent was opened to complete the procedure. There was no reported injury to the patient. There was no damage was noted to the packaging. The device was prepped in the tray. The tuohy borst (hemostasis) valve was received in the open position and was closed prior to removing the device from the tray. The defective stent is being returned.

Event description:
As reported, after preparing the 6x30 precise pro rx self-expanding stent (ses) according to the IFU, the physician observed that the stent was partially deployed. Difficulty was encountered while flushing both the stopcock and the stent delivery system (sds). Another precise stent was opened to complete the procedure. There was no reported injury to the patient. There was no damage was noted to the packaging. The device was prepped in the tray. The tuohy borst (hemostasis) valve was received in the open position and was closed prior to removing the device from the tray. The defective stent is being returned.

Manufacturer narrative:
As reported, after preparing the 6x30 precise pro rx self-expanding stent (ses) according to the IFU, the physician observed that the stent was partially deployed. Difficulty was encountered while flushing both the stopcock and the stent delivery system (sds). Another precise stent was opened to complete the procedure. There was no reported injury to the patient. There was no damage was noted to the packaging. The device was prepped in the tray. The tuohy borst (hemostasis) valve was received in the open position and was closed prior to removing the device from the tray. The defective stent is being returned. A non-sterile unit of the ¿precise pro rx ous carotid system¿ was received for analysis, coiled inside a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough visual inspection revealed that the device was fully deployed, the stent was properly expanded with no visible damage or anomalies, and the hemostasis valve was tightly closed. No additional irregularities were noted. A deployment functional test was not performed since the unit was returned in a fully deployed state; however, the deployment mechanism was manually evaluated by simulating the deployment process, and no anomalies were detected. A flushing test was then conducted: the guidewire was removed, and a syringe filled with water was connected to the flushing valve. Positive pressure was applied until water exited through the guidewire port, and no resistance to flow or presence of loose material was observed. The usable length was measured and confirmed to be within specification. The reported ¿stent delivery system (sds) flushing difficulty¿ was not verified as no anomalies were noted during flushing testing. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was visualized as the device was received with the stent fully deployed and in the bag with the sds. However, the exact mechanism leading to premature deployment could not be determined. Based on the event description and the results of the product evaluation, the most probable cause of the premature deployment appears to be related to the condition of the tuohy borst valve during device preparation. The event indicates that the valve was received in an open position and was subsequently closed prior to removal from the tray. If the valve remained partially open or not adequately secured during flushing or handling, it could have allowed unintentional movement of the deployment mechanism or loss of tension within the system, contributing to partial stent release. The product evaluation observed that the returned device was fully deployed and demonstrated no mechanical damage, functional anomalies, or manufacturing nonconformities. This suggests the premature deployment may have resulted from handling conditions during preparation or flushing when the valve was not securely closed. As is listed in the IFU, ¿ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment.¿ according to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.